Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as rash/ fungus. There was no alleged device malfunction contributing to the irritation. The hospital showed the patient how to clean the area and collect excess sweat. Follow up indicated that the skin irritation improved.